Event description:
It was reported that, towards the end of the robotic laparoscopic hiatal hernia procedure, especially when the bipolar fenestrated grasper (bfg) was being used to manipulate tissue, the instrument broke. A white part from the end of the bfg fell into the patient cavity and was retrieved using laparoscopic instruments. The bfg was then removed using the broken instrument protocol and was replaced with another bfg, and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper and provided images. Three images were received for evaluation. All three images showed the distal end of a bipolar fenestrated grasper. Part of the white plastic pulley can be seen as broken off and missing. The blue energy cable is disengaged. The cable puck is out of position. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was disengaged and not returned. The energy cable was disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, towards the end of the robotic laparoscopic hiatal hernia procedure, when the bipolar fenestrated grasper (bfg) was being used to manipulate tissue, the instrument broke. A white part from the end of the bfg fell into the patient cavity and was retrieved using laparoscopic instruments. The bfg was then removed using the broken instrument protocol and was replaced with another bfg, and the issue was resolved. There was no patient injury.